Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('bilateral salpingectomy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("adverse event nos") and procedural pain ("surgical pain"). The patient was treated with surgery (bilateral salingectomy). Essure was removed. At the time of the report, the medical device removal, adverse event and procedural pain outcome was unknown. The reporter considered adverse event, medical device removal and procedural pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social medical records: procedural pain, medical device removal". Most recent follow-up information incorporated above includes: on 21-jan-2020: quality safety evaluation of ptc. New event added: medical device removal based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of adverse event ('adverse event nos') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required) and procedural pain ("surgical pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the adverse event and procedural pain outcome was unknown. The reporter considered adverse event and procedural pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social medical records: procedural pain". Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.